Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient tested with her meter at 10:30 a.m. And the result was 5.3 inr. The patient then went to the doctor's office where she was tested on the doctor's roche meter at 4 p.m. And the result was 4.3 inr. Within 3 to 4 minutes, the nurse pushed more blood from the same fingerstick and tested the sample on the patient's meter, resulting as 3.0 inr. The patient did not know which result to believe. The model and serial number of the doctor's roche meter was asked for, but could not be provided. The test strip lot number and expiration date used on the doctor's meter was asked for, but could not be provided. A venous sample was collected from the patient and tested in the laboratory with an unknown method. The laboratory result was 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the event. The patient had trouble getting blood from her finger and did squeeze her finger excessively. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient has no symptoms of bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changed to her warfarin dose. She takes 7mg of warfarin (B)(6) and 6mg on (B)(6). The patient has no new medications, no diet changes, and no illnesses. The patient stated that she is on a weight watchers diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 186865-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer returned the meter and test strips for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 45%. Donor 2 hct: 46%. Testing results: donor #1: master lot: 2.3 inr. Customer strip and meter: 2.2 inr. Donor #2: master lot: 2.7 inr. Customer strip and meter: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.